Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer required assistance from a 3rd party. The 3rd party administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.